Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that nexiva 20 ga x 1 in single port had foreign matter. The following information was provided by the initial reporter: material no:383516. Batch no: unknown. It was reported that the catheter appeared to be contaminated. Verbatim: a nurse opened a 20g 1¿ bd nexiva IV catheter and it appeared to be contaminated. We are not sure if this is a mfg issue or perhaps something occurred in storage or if this was just a one off situation. There was only 1 catheter contaminated.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. Through the visual examination, the photos revealed that a brown material was present on the needle cover. The reported defect was confirmed. It was also noted that the section with the foreign matter appeared to be warped and stress marks could be seen on the surface. Although the defect was confirmed, the foreign material could not be identified from the photos. Bd could not determine a root cause without the further testing and inspection of the physical sample. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that nexiva 20 ga x 1 in single port had foreign matter. The following information was provided by the initial reporter: material no:383516 , batch no: unknown. It was reported that the catheter appeared to be contaminated. Verbatim: a nurse opened a 20g 1¿ bd nexiva IV catheter and it appeared to be contaminated. We are not sure if this is a mfg issue or perhaps something occurred in storage or if this was just a one off situation. There was only 1 catheter contaminated.